Event description:
The customer reported that her olympus visera elite xenon light source was experiencing lighting issue during use. According to the initial reporter, the bulb was recently replaced and when first powered on it was nice a bright, but eventually faded to a dim light. Reportedly, turning the unit off and back on produces the same results. Additional details relating to the patient and the event have been requested but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed due to faulty igniter causing spare lamp to turn on. Additionally, the main power switch was stuck intermittently. A non-olympus lamp was reading below 50 hours. The bottom chassis, top cover, and lamp door were rusted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the defect was caused by the failure of the igniter or the use of a lamp not recommended by olympus, but since no further information was available, we were unable to determine the cause of the defect. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.